Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: this event was caused by a component failure of the sheath. This symptom occurs due to strength degradation and impact by the repeated use. The cause of the damage is likely deterioration over time. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the inner sheath exhibited broken ceramic insulation at distal end. There was no patient involvement.